Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by hazy fluid and abdominal pain. The patient was treated with vancomycin injection (2gm, every 5th day), ceftazidime injection (1gm, every day) and heparin injection (1/2 ml per bag) for the event. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized due to peritonitis (on an unknown date). The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, discontinued), ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) and heparin injection (1/2 ml, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the events. On an unknown date, the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.